Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30043177m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool smart touch bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ice. Pericardiocentesis yielded 500 cc of fluid and the patient was transferred to the intensive care unit (ICU). The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization or physician¿s causality opinion. It is unknown if a transseptal puncture was performed. There¿s no information regarding the sheath used during the procedure. Generator parameters, overall ablation time and last ablation cycle time at the site of injury and irrigation flow set up are unknown. It is also unknown if the patient received anticoagulant during the procedure. It was also reported a bad image from the soundstar catheter being displayed on the ultrasound. The cable was replaced with no resolution. The soundstar catheter was replaced and the issue resolved. Soundstar catheter is considered concomitant product in this event.

Manufacturer narrative:
On 8/2/2018, the biosense webster failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt, the device was visually inspected and was found in good condition. The magnetic sensor was tested on a carto 3 system, and the catheter was properly visualized with no error messages. The force sensor was tested, and the force values were observed within specifications. An electrical test was performed and no electrical malfunctions were observed. Additionally, the catheter was tested with a radiofrequency generator, and the temperature/impedance values were within specifications. Irrigation and deflection tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).